Event description:
It was reported that a small volume folfusor experienced no flow during infusion of fluorouracil (non- baxter product). There is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between august 15, 2013 ¿ august 16, 2013. As the device was not received for evaluation, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.